Event description:
It was reported that an ilet user experienced dexcom g7 signal loss to the ilet, indicated by three dashed lines on the display, and the ilet showed ¿pairing with sensor¿ while the user had no spare sensors; a fingerstick value of 140 mg/dl was entered but initially rejected as a calibration, after which the agent toggled the ilet setting between g6 and g7 and successfully saved the blood glucose entry, and the user received education on bg run mode. Symptoms included no reported adverse clinical effects. Outcomes included no impact to therapy beyond temporary loss of cgm data display on the ilet.

Manufacturer narrative:
Investigation included technical troubleshooting and user guidance conducted remotely. Investigation of this case revealed that the cgm-to-ilet communication issue resolved after settings were corrected and the blood glucose value was accepted. It was concluded that the event was consistent with temporary signal loss and user interface configuration requiring troubleshooting, with device function restored and no patient harm.